Event description:
The facility reported a colleague infusion device which experienced failure code 810:11. It is unknown when or at what point in the process the reported condition occurred. No patient injury or medical intervention was reported. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:11 and determined the root cause to be an out of calibration air in line printed circuit board. The air in line printed circuit board was re-calibrated to repair this condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported post implant of a realize adjustable band, the patient had severe inflammation around the stomach. There was a 3mm opening in the stomach and the patient could not swallow. The band was removed . There was no infection and no erosion just severe inflammation. The patient had not had any fills. The surgeon feels the patient had an allergic reaction. The patient has been discharged and is doing fine.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).